Event description:
It was reported that during clinic follow up. Device interrogation revealed that the right ventricle (rv) lead was oversensing noise. No changes or interventions were performed. The patient was stable throughout.